Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 268 mg/dl. Customer reported that insulin pump may have been exported to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.